Event description:
The customer stated that she was receiving erratic readings. She tested and received a low blood glucose reading of 57 mg/dl. She retested and her blood glucose tested over 200 mg/dl. The difference between a reading of 57 mg/dl and 200 mg/dl falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust diet or medication or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacment strips will be sent.